Event description:
This info was reported as a customer complaint. Vasoseal was used following a diagnostic catheterization procedure. One week later, the pt presented to the ER with swelling, redness and pain in the thigh. Pus was drained in the ER and cultures were done. The results of the cultures were staph aureus. The pt was treated with IV antibiotics and discharged home.